Manufacturer narrative:
The patient had been using a back scratcher and scratched open the pocket scar. The implanting clinician noted that purulence was present, and the leads were exposed and needed to be explained. The implanting clinician flushed the area and prescribed antibiotics. The clinical representative confirmed that the implant procedure was performed in a sterile environment with sterile field handling protocols, sterile barriers of all products used were intact prior to the implant, and the procedure was completed in accordance with the product instructions for use. Based on the information provided, the infection was confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the infection is user error, as the patient inadvertently opened the implant site with a back scratcher.

Event description:
On (B)(6) 2021, the implanting clinician contacted the clinical representative to inform the clinical representative that the implanting clinician had explanted the stimulators on (B)(6) 2021.